Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient suddenly stopped feeling the stimulation this morning and their symptoms had changed. The patient stated that they were going to the bathroom more often. No actions had been taken prior to this report. It was noted that, at first, using the programmer showed poor communication but after repositioning they were able to connect. The stimulation was shown to be on per the programmer. The patient increased the stimulation from 2.3 volts to 2.5 volts and they now felt the stimulation in the correct bike seat area. The patient was redirected to their healthcare professional (hcp) if the issue did not resolve. There were no further complications reported or anticipated.